Event description:
It was reported that in (B)(6) hospital of (B)(6), patient (B)(6), exeter stem ref 05801351, trident acetabular shell ref 540-11-52e, trident ref 623-10-36e, x3 insert 36 mm 10 dgr for e-shells, operated year 2006. Stem has been in varus position. Now stem has turned more varus position. Patient has had pain and risk to have broken femur has increased. Femur component loose, cement mantel broken proximal. (B)(6) 2014 on x-ray implant seems to be entire. Revision operation (B)(6) 2014. Stem releases quite easy and that time it is noticed that stem is broken. Window osteotomy has to be done in order to remove distal part and also remove cement. Exeter stem is about 4 cm broken distal. Delay for operation about 30 min.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that in (B)(6) hospital of (B)(6), patient (B)(6), exeter stem ref 05801351, trident acetabular shell ref (B)(4), trident ref (B)(4), x3 insert 36 mm 10 dgr for e-shells, operated year 2006. Stem has been in varus position. Now stem has turned more varus position. Patient has had pain and risk to have broken femur has increased. Femur component loose, cement mantel broken proximal. (B)(6) 2014 on x-ray implant seems to be entire. Revision operation (B)(6) 2014. Stem releases quite easy and that time it is noticed that stem is broken. Window osteotomy has to be done in order to remove distal part and also remove cement. Exeter stem is about 4 cm broken distal. Delay for operation about 30 min.

Manufacturer narrative:
An event regarding stem fracture involving an exeter device was reported. The event was confirmed. A visual inspection confirmed that the exeter stem is broken on the distal part, approximately 36mm from the tip of the stem. The femoral head is still attached to the trunnion. There is one scratch on the distal part that must have been done during the explantation of the devices. No other marks are visible. Dimensional inspection was performed and was found compliant with drawing. Device history review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. A review of the complaint history database shows that there have been no similar reported events for the subject lot code. The investigation concluded that the root cause of this exeter stem fracture could not be determined based on the information provided. Mar analysis confirmed that the stem of the exeter stem fractured in fatigue, propagating medially with the origin on the lateral surface. Final fracture occurred in ductile overload. (B)(4). No material or manufacturing defects were observed on the parts examined.